Event description:
It was reported that during a da vinci procedure, the surgical staff had issues with the electro cautery device which led to the patient having burned tissue. The date of the event is unknown. The initial reporter of this complaint contacted the technical service engineer (tse) and mentioned that the site had a malfunction with their electro cautery device erbe icc350. The reporter mentioned that coagulation continued after releasing the cautery footswitch, and the issue occurred during use of possibly a maryland bipolar forceps instrument. The reporter requested to have the da vinci surgical system and the erbe device checked. The tse was unable to provide additional information regarding the patient and indicated that this happened already a few days ago. The field service engineer (fse) visited the site and noticed that the site had the wrong settings on the hf-generator erbe icc350. The fse spoke to the or team and they admitted having the incorrect settings on the external hf-generator erbe icc350. The fse checked the da vinci system and no problems were found. On (B)(4) 2014, intuitive surgical, inc. Contacted the initial reporter of this complaint and he indicated the following: as already described several times, the incident, which occurred with the bipolar forceps during the first contact to the tissue, was due to human error. It resulted in burns of the colon when this was being separated from the abdominal wall. For safety reasons, the defect was sutured and there were no further relevant complications for the patient. The reason for this incident is that during a previous operation, a bipolar forceps was used which, upon contact with tissue, was activated with no foot pedal. It was forgotten to switch the high frequency device back to the footswitch activation mode. No further clinical information was provided.

Manufacturer narrative:
The customer reported failure mode can be attributed to the improper settings on the external hf-generator erbe icc350. At this time, it is unknown what type of da vinci procedure was performed on the patient and what date the surgical procedure was performed. This complaint is being reported due to the following conclusion: the patient sustained burned tissue while undergoing a da vinci surgical procedure. However, the patient's injury can be attributed to use-error since the site admitted that the esu was set to the incorrect settings.